Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to contact the pyxis admin to unlock the pyxis account. A technical service engineer troubleshooted and found that the user's account is locked. So, assisted to unlock the account. The system functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system had a login issue and unable to authenticate. The customer reported that the user was able to get the medication but there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.